Event description:
Patient was not diagnosed as seroma so it seems to be preventive replacement.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported, left side seroma and suspected cancer (not device related). Healthcare professional, later reported, "preventive replacement". The device has been explanted and replaced.